Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an arteriovenous fistula (avf) in a mildly tortuous and severely calcified vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres (atm) for 30 seconds. However, during second inflation at 14 atm for 30 seconds, the balloon ruptured near its center part. The device was removed from the patient without any problem and the procedure was completed with a different device. There were no patient injuries reported and the patient status was good.